Event description:
It was reported that the target lesion was a totally occluded lesion located in the distal anterior tibial artery. After attempts to cross the lesion with the surepath guide wire, the guide wire was intentionally advanced sub-intimally in an attempt to cross the total occlusion. During navigation, the guide wire became prolapsed and the distal tip of the guide wire became elongated and stretched. It was confirmed that the guide wire did not become separated. The procedure was completed using another guide wire. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is manufactured by neometrics, inc; however, abbott vascular distributes the device and is responsible for MDR reporting. Evaluation summary: the analysis was performed by neometrics. Based upon the use of the guide wire and the nature of the breakage, it has been determined that after repeated attempts to cross the lesion and the prolapsing of the wire, the guide wire became fatigued and broke. The guide wire is not labeled for use in chronic total occlusion (cto) cases and the instructions for use (IFU) cautions that when resistance is met or bent, stop the procedure and determine the cause. A device history record was review was conducted and it was determined that all quality and customer specifications were satisfactorily met. There were no non-conformances written against the components involved in producing the lot in question. It was determined that the device performed as intended and was potentially overused/misused. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Additional information: return device analysis revealed the guide wire core was separated.

Manufacturer narrative:
(B)(4).